Manufacturer narrative:
Date of report: 01/2020. Device manufacture date: 01/2015. Based on the available information, this event is deemed to be a reportable malfunction. The process parameters set during the primary processes were within the established parameters. No sample was received from the customer. Review of the assembly record did not reveal any sign of associated defects detected during the 100% inspection. Review of the complaint trend for the past three years (2013 to 2015), there was no negative trend observed. There is no complaint registered for the products made within the same manufacturing lots. A previous investigation (corrective action/preventive action) was conducted and the improvement was to implement one minute natural air drying conveyor to endotracheal reinforced primary after gluing process and action was completed on november 2015. From this particular lot confirmed the product was made before the CAPA implementation. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received from (B)(6) on behalf of a nurse reporting a delamination issue with the product. Reporter stated patient underwent spinal surgery under general anesthesia. The patient was intubated and turned to prone position for the major spinal surgery. Approximately four (4) hours later the patient's airway pressures began rising and the patient was unable to be ventilated by machine. The patient was hand-ventilated for thirty (30) minutes during which time the surgeon stabilized the spine prior to returning the patient to supine position. A fiber-optic inspection of the endotracheal lumen revealed that the lumen was almost occluded by a delaminated inner wall failure. The endotracheal tube was changed and the patient again placed in the prone position. Surgery was recommenced. No patient harm was reported. Reporter provided no further details.